Event description:
It was reported that the patient presented for replacement of both the right ventricular (rv) and right atrial (ra) leads due to over-sensed noise. The rv lead also exhibited loss of capture and pacing was inhibited. The patient experienced dizziness. The leads were explanted and replaced. The pulse generator was also replaced at elective replacement indicator (eri). It was unclear whether the rv and ra lead noise was associated with the device header or the leads themselves. The patient was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. The device was received with normal telemetry and a parylene coated can. Sensitivity and noise tests performed did not find an anomaly. Additional analysis performed, including thermal and mechanical testing of the device did not find any anomaly. Assessment of total longevity was performed, and device was found to have appropriate remaining longevity.